Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 407645 lead, implanted: (B)(6) 2006.

Event description:
It was reported that alerts triggered due to high and varying impedance on the defibrillation and superior vena cava (svc) coils of the right ventricular (rv) lead. It was noted that there was noise observed when the patient raised their arm. It was determined that the rv coil had fractured. The svc was programmed off and later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.